Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in pacing inhibition. The oversensing was reproducible with deep breathing.